Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. The patient sustained a broken tail bone when he fell after receiving the shocks. The lead was capped and replaced.

Manufacturer narrative:
(B)(4). (B)(6).